Manufacturer narrative:
The customer responded to follow up questions via email on (B)(6) 2017 and indicated that she was diagnosed with mastitis and prescribed an antibiotic. She stated that the mastitis was under control and confirmed that, though she continued to have issues with the pump, she had not called back to conduct troubleshooting. She was encouraged to call back so that troubleshooting could be conducted to help resolve the issue she was experiencing. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that she had low suction with her pump in style breast pump and was engorged. She indicated that could not conduct troubleshooting at the time of the call and would call back to do so at a later time.